Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and myalgia ("muscle pain"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the amnesia, fatigue, weight increased, abdominal distension and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, fatigue, myalgia and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/no essure in the left tube') and genital haemorrhage ('gen abnormal, bleed') in a 37-year-old female patient who had essure (batch no. 810882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hypothyroidism on (B)(6)2016 and gravida on (B)(6)2011. Physical exam pelvic: sono: ovaries difficult to visualize, uterus a v, lining thin. Echoes seen at cornua of uterus. Cannot clearly see essure coils. Concurrent conditions included testosterone low since (B)(6)2016, body mass index normal, hypothyroidism, hormonal imbalance and bowel adhesions. Concomitant products included phentermine hydrochloride (adipex) for weight gain. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vag discharge"), amnesia ("memory loss"), myalgia ("muscle pain"), alopecia ("hair loss"), visual impairment ("vision probs") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, vaginal discharge, amnesia, fatigue, weight increased, myalgia, alopecia, visual impairment and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, device dislocation, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnormal, bleed. Pelvic pain, abdominal pain, fatigue, hair loss, vision probs, weight gain. Device embedded within the fallopian tube is a gray to silver coiled device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Pathology test - on an unknown date: also received embedded within the fallopian tube is a gray to silver coiled device suggested of essure measuring 0.9 cm x 0.1 cm in diameter and 0.8 cm in length x 0.2 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device migration, pelvic pain, fatigue, weight gain. Lot number: 810882 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. We received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/no essure in the left tube') and genital haemorrhage ('gen abnormal, bleed') in a 37-year-old female patient who had essure (batch no. 810882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hypothyroidism on (B)(6) 2016 and vaginal delivery on (B)(6) 2011. Physical exam pelvic: sono: ovaries difficult to visualize, uterus a v, lining thin. Echoes seen at cornua of uterus. Cannot clearly see essure coils. Concurrent conditions included testosterone low since (B)(6) 2016, body mass index normal, hypothyroidism, hormonal imbalance and bowel adhesions. Concomitant products included phentermine hydrochloride (adipex) for weight gain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vag discharge"), amnesia ("memory loss"), myalgia ("muscle pain"), alopecia ("hair loss"), visual impairment ("vision probs") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, vaginal discharge, amnesia, fatigue, weight increased, myalgia, alopecia, visual impairment and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, device dislocation, fatigue, genital haemorrhage, menorrhagia, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnormal, bleed. Pelvic pain, abdominal pain, fatigue, hair loss, vision probs, weight gain. Device embedded within the fallopian tube is a gray to silver coiled device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Pathology test - on an unknown date: also received embedded within the fallopian tube is a gray to silver coiled device suggested of essure measuring 0.9 cm x 0.1 cm in diameter and 0.8 cm in length x 0.2 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device migration, pelvic pain, fatigue, weight gain. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received - fu 1 and fu 2 process together. New events pelvic pain, menorrhagia (heavy menstrual bleeding), gen abnormal, bleed, vag discharge, hair loss, vision probs and device monitoring procedure not performed were added. New reporter, consumer address and patient date of birth was added. Essure indication and insertion date was added. We received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/no essure in the left tube') in a 37-year-old female patient who had essure (batch no. 810882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hypothyroidism on (B)(6) 2016 and gravida on (B)(6) 2011. Physical exam pelvic: sono: ovaries difficult to visualize, uterus a v, lining thin. Echoes seen at cornua of uterus. Cannot clearly see essure coils. Concurrent conditions included testosterone low since (B)(6) 2016, body mass index normal, hypothyroidism, hormonal imbalance, bowel adhesions, constipation and vitamin d low. Concomitant products included phentermine hydrochloride (adipex) for weight gain as well as levothyroxine sodium (synthroid), liothyronine sodium (cytomel), progesterone and testosterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal, bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vag discharge"), amnesia ("memory loss"), myalgia ("muscle pain"), alopecia ("hair loss"), visual impairment ("vision probs") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, heavy menstrual bleeding, vaginal discharge, amnesia, fatigue, weight increased, myalgia, alopecia, visual impairment and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, device dislocation, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, myalgia, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), gen. Abnormal, bleed. Pelvic pain, abdominal pain, fatigue, hair loss, vision probs, weight gain. Device embedded within the fallopian tube is a gray to silver coiled device. Inserttion date: (B)(6) 2011 (discrepancy) trailing coils: left: 3, right: 6 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Pathology test - on an unknown date: also received embedded within the fallopian tube is a gray to silver coiled device suggested of essure measuring 0.9 cm x 0.1 cm in diameter and 0.8 cm in length x 0.2 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device migration, pelvic pain, fatigue, weight gain. Lot number: 810882 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.